Event description:
During variax clavicle surgery, the surgeon used the plate trial on the patients' bone. After size check the surgeon implanted 6 screws into the plate and closed. After the surgery the realized that he had implanted the trial plate. The surgeon is monitoring the patient now.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.